Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 123 mg/dl. Customer also states that the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and was unable to prime during prime test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).